Manufacturer narrative:
Batch review performed on 29 november 2019: lot 090847: (B)(4) items manufactured and released on 06-may-2009. Expiration date: 2014-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold, without any similar event reported. Clinical evaluation performed by medacta medical director: hip revision surgery performed 10 months after cementless primary total hip arthroplasty. No information concerning patient age, activity level and comorbidities is available nor immediate postoperative images. The pre-revision xray shows a clearly undersized stem that subsided. An estimation of undersizing based on one projection is very unreliable, so it must be taken as estimation only. The acetabular cup is shown to be too vertical, and again we do not know if that is the result of migration or it was the original placement and in this case, for what reason this position was chosen. No further conclusion can be drawn with the limited information at hand. Preliminary investigation performed by medacta r&d hip project manager: implants are covered in biological fluids. It is not possible to determine any possible failure root cause.

Event description:
Revision surgery performed, 10 months after primary surgery, due to pain. Stem has been successfully removed.